Event description:
It was reported during a lap colecystectomy the cannula sleeve was leaking air the entire time it was attached during the surgery, the device was replaced with a like device to complete the case. There was no pt consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.